Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report observing a leak of blood from a tube pierced by the probe of the coulter lh750 hematology analyzer. Customer also stated that the instrument was generating "no read" error messages on the patient bar codes the field service engineer (fse) inspected the instrument and found that the probe tip was bent. The fse tested the barcode reader but could not find any problems. The fse replaced the probe and verified the repairs per the established procedures. The root cause of the leak is that the probe tip of the instrument was bent. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak.